Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 47 mg/dl. The customer stated that they treated the low blood glucose by eating food. It is reported that insulin pump had hole and crack at the front bottom left corner. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was also using auto mode at the time of incident. The customer declined troubleshooting for the low blood glucose event. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.